Event description:
In 2001 the end-user's parent called minimed, USA and stated that tape comes off the hub after a day of having the set on. On august 23, 2001 maersk medical received the complaint and 6 unused infusion sets.